Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced an error code of 814:09 in channel c that would not clear was confirmed and duplicated during product evaluation by baxter service personnel. The root cause of this condition was attributed to a defective pump head module (phm) on channel c. The phm on channel c was replaced to correct this condition. Additional information: this involved a colleague p1.5 infusion pump with a user interface module software version of colleague p1.5(6.13.92).

Event description:
The facility reported a colleague infusion pump with the reported condition of "error 814:09 in channel c cannot clear". It is unknown when or in which care area this event occurred. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.